Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 around 5:00am. The patient reported obtaining alleged inaccurate high readings of ¿100 and 125 mg/dl¿ with the subject meter. The patient informed the customer service representative (csr) that he manages his diabetes with insulin (unknown type and dose) and claimed he continued to follow his usual diabetes management regimen in response to the elevated results. The patient claimed that about one hour after obtaining the alleged inaccurate results, he developed symptoms of feeling ¿dizzy and sweaty¿; symptoms he associated with a low blood glucose excursion. The patient reported consuming something sweet in response to his symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/20/2015 and evaluated by lifescan product analysis on 4/22/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.